Manufacturer narrative:
Based upon new information received, this event was re-evaluated and is considered no longer reportable - no malfunction or serious injury.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with bv087r - oll thyroid/vaginal retractor 155mm. According to the complaint description, the surgeon who uses this retractor has noticed a difference in the design of the central screw thread which allows the opening to be blocked. Within a certain distance. After a while the locking system no longer holds and closes slowly. Which is problematic for his complex thyroid surgeries. This problem does not exist with the 2 other spacers of the same reference. The design of the thread locking system was different. There was no described patient harm. Additional information was not provided nor available / was not available. The adverse event / malfunction is filed under aag reference (B)(4).